Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system would not produce phaco power. Additional information has been received stating that this occurred during a cataract with intraocular lens implant (iol). The handpiece and cassette were exchanged with no resolution of the issue. An alternate system was brought in and the procedure was completed with no patient harm.

Manufacturer narrative:
Additional information is provided in g.1., g.2., h.6. And h.10. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).